Event description:
(B)(6). It was reported that following a stenting treatment procedure, the patient experienced cardiac heart failure. The index procedure placed a 3.0x16mm taxus express2 stent in the mid left anterior descending artery. In 07/2010, the patient was hospitalized for cardiac heart failure. Per the physician, the heart failure was not related to the study stent. There was no information available on what treatment was performed or what the patient's outcome was. The two year study follow up visit performed the same day reported that the patient had no anginal symptoms.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).